Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed, and it was found to have a dislodged spring at the proximal end. As a result of a dislodged spring, the blade did not retract back and appeared as exposed inside the jaws causing a self-test failure. Additional findings: the instrument failed initialization during in-house testing. It passed the engagement but failed initialization test on all attempts. The initialization failure experienced on the instrument is related to a dislodged knife return spring. The probable root cause of a dislodged knife return spring is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend (vse) instrument displayed an error message for having an exposed blade. The customer tried to clean and retract the blade but with no change. The procedure was completed with no reported injury.